Manufacturer narrative:
(B)(4). The device history record review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the bullet broke off in the patient. An x-ray was required to find and remove the needle. The patient's condition was reported as unknown.